Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4 failed and error message stated that device was not detected on bus. User tried reboot and recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received an update from the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.